Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G6:type of report: follow up. H2: additional information - correction. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.